Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well image in question and determined that the anti-a test well image in question showed that there was a very large flat non-cellular debris item in that well. The immucor laboratory performed a visual inspection on 01mar2017 of retention product of the cmt plates that were used for testing on (B)(6) 2017, and determined that the retention product visually appeared as expected.

Event description:
On (B)(6) 2017, a customer reported an unexpected abo mistype on a galileo echo instrument.